Event description:
It was reported that the customer experienced a delay in observing insulin drops from the infusion set during cartridge loading. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue independently by repeating the fill tubing step, leading to successful insulin drops without changing supplies. Technical support provided education on proper loading techniques and advised contacting them for further assistance if needed.